Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from medical personnel that this communicator has melted. The medical personnel has requested that a new communicator be sent to the patient. No adverse patient effects reported. No longer in service.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the communicator was performed. Analysis confirmed the allegations from the field. This communicator would not get a dial tone nor power up due to the electrical overstress damage caused by the storm.